Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that mdt rep reports patient (pt) was unable to charge since (B)(6) 2021 because of unrelated medical issues. Rep reports the ins has 3 strikes (over discharges) and the ins is schedule for replacement.